Event description:
New information notes that programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing with an intrinsic p wave anomaly. Programming changes were recommended. The patient was stable.